Event description:
It was reported that during the implant procedure, the device had problems with the set-screw. After five attempts, physician decided to change to a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.